Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one exactamix 3000 ml eva tpn bag was leaking from the seam observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection on the returned sample observed that the top left weld areas of the bag were not sealed. Functional testing was performed and revealed a leak from the top left corner of the bag. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.